Event description:
It was reported that during laparoscopic sigmoidectomy, the first clip was test loaded. The second loaded and ligated; the trigger did not return to the initial position after ligation. The third loaded without click sound. The fourth did not come out at first, then suddenly jumped out. It was removed. The fifth loaded the same way as the fourth clip, with cracking sound. It fell but was retrieved. The sixth was test-loaded outside the abdominal cavity, with no problem. The seventh loaded successfully but failed to ligate; the locking jaw could not catch the boss. With another cracking sound, the rotation tab seemed to get misaligned, so the user stopped using the device and opened a new one to continue the operation. No fallen clips remained in the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73l1800729 was manufactured on 12/03/2018 a total of (B)(4) pieces. Lot was released on 12/05/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent and the first clip out of position in the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the applier as the clip was located to the side of the pusher head (distal end of feeder). The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The proximal end of the feeder was slightly bent due to the clip stacking. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loaded properly" was confirmed based upon the sample received. One sample was returned with the rotation tab bent and the first clip out of position in the channel. Upon functional inspection, the first clip was unable to load properly into the jaws of the applier as the clip was located to the side of the pusher head (distal end of feeder). The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The proximal end of the feeder was slightly bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic sigmoidectomy, the first clip was test loaded. The second loaded and ligated; the trigger did not return to the initial position after ligation. The third loaded without click sound. The fourth did not come out at first, then suddenly jumped out. It was removed. The fifth loaded the same way as the fourth clip, with cracking sound. It fell but was retrieved. The sixth was test-loaded outside the abdominal cavity, with no problem. The seventh loaded successfully but failed to ligate; the locking jaw could not catch the boss. With another cracking sound, the rotation tab seemed to get misaligned, so the user stopped using the device and opened a new one to continue the operation. No fallen clips remained in the patient.